Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently filled the infusion set tubing with insulin while connected at the site resulting in the customer experiencing a low blood glucose (bg) level of 27 mg/dl. Carbohydrates, soda, juice and glucose tablets were consumed to treat bg level. Customer went to the emergency room (ER). Blood work and chest x-ray were performed and intravenous fluid was administered. After 7 hours, customer left the ER in stable condition. Bg was 258 mg/dl. A tandem territory manager educated the customer on the proper load process to address the event and advised against performing the load fill tubing sequence while connected.